Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, hemolysis was suspected. As treatment, blood product delivery was required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.